Event description:
It was reported that the physician's vns programming computer was not turning on. Trouble shootings were performed but were unsuccessful. A new programming computer was sent to the physician. No patients were known to be affected by the event. Attempts to return the vns programming computer to the manufacturer for product information and product analysis are underway.

Event description:
Review of manufacturing records confirmed there were no unresolved nonconformances found with the handheld prior to distribution.

Manufacturer narrative:
Corrected data: follow-up reported #1 did not report that a review of the manufacturing records for the handheld was done. Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved nonconformances found with the handheld prior to distribution.

Manufacturer narrative:
The computer serial number and flashcard lot number were initially unknown, and it was not confirmed until (B)(4) 2013 that the returned computer was the correct device that was initial reported in the initial MDR.

Event description:
Attempts to return the product to the manufacturer were made. New information was received on (B)(4) 2013 that the product was returned to the manufacturer on (B)(4) 2013 under a separate file. The programming computer and programming software were returned for product analysis. Product analysis for the programming computer was completed on (B)(4) 2013. The product serial number and flashcard were initially unknown, and it was not confirmed until (B)(4) 2013 that the returned computer was the correct device that was initial reported on the initial MDR report. During product analysis on the returned programming computer the allegation of the computer not powering on was not verified. No anomalies associated with the hhd performance were noted during testing using the ac adapter or the main battery with a full charge. The hhd performed according to functional specifications. The main battery had a remaining charge of 69% at the conclusion of testing. The flashcard and software performed according to functional specifications.